Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing skin irritation was irritated under the lifevest equipment. Patient described the area as irritated under left breast area and armpit. The patient has a known history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse provided nystatin for the skin irritation. Follow up indicated that the skin irritation improved.